Event description:
The device was returned to the manufacturer after being explanted due to multiple power on resets (por), increased battery impedance of 16,000 - 19,000 ohms, inability to measure battery voltage, no magnet response, and programming/telemetry difficulty. When the por was cleared, they were 'unable to run tests', and the por condition occurred during every attempt to do threshold testing. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.